Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and failed. The data log could not be retrieved and functional testing could not be performed because the usb pin(s) are damaged and contaminated/dirty j3 connector. Customer complaint could not be confirmed because the usb pin(s) are damaged and contaminated/dirty j3 connector. The root cause could not be determined.